Manufacturer narrative:
Qc result was within the customers established range pre and post the event. Routine system check was performed on (B)(4) 2010 and met specifications. Service was not dispatched. A clear root cause can not be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to two (2) erroneously elevated accutni results above the acute myocardial infarction (ami) cut-off generated by the access 2 immunoassay analyzer. Sample one was repeated on the same unit and an alternate unit, where as sample 2 run was repeated on alternate unit only. The repeat runs produced similar results as the initial run (high results). The samples were sent to customer product line support (cpls) for additional testing. Cpls confirmed the elevated results. The erroneous results were reported out of the laboratory. Patient treatment was not impacted by this event.